Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what were the indications for the original surgical procedure? Did the patient have any pre-op blood thinning medication? No. What is the surgeon¿s experience with the device? Has used an estimated 10 times. Did the surgeon latch the handle prior to activation for each firing? Yes. Did the surgeon hear the end tone for every firing? Yes. Were there any generator alert screens throughout the procedure? No. Does the surgeon use the single or double burn technique? Single, but had to double burn multiple times to stop oozing. Intraoperatively, which vessels were seen to have hemostasis issues? After apply surgicel powder the uterine and round vessels appeared to stop bleeding. Post operatively, which vessels were seen to be bleeding? Round. What was the approximate blood loss? 500cc. What intervention was needed to address the bleeding? Bring patient back to or to stop the bleeding. Was blood product administered? Unknown. What is the patient¿s current status? Recovered. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the patient had a hysterectomy using lap x1. Oozing was noted on the vessel seasons by the surgeon. A hemostasis product was applied. Patient had to be brought back to or due to decrease in h&h. Patient was brought back to or, there was active bleeding from vessel seals where lap x1 had been used. Further intervention was required to stop the bleeding.